Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed in the event history log but not duplicated. This complaint is an ancillary service event opened during the investigation of (B)(4). The device passed testing and no failure could be detected. The cause of the event is unknown. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with an air detected set b alarm, which interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.